Event description:
It was reported that a user experienced prolonged hyperglycemia while disconnected from the ilet system, with blood glucose values reportedly up to 476 mg/dl and later 440 mg/dl, and self-administered backup therapy using rapid-acting and basal insulin. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no hospitalization, and continued self-management with temporary discontinuation of the device. Investigation included user interview and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and no adverse physiological sequelae during the event. It was concluded that the hyperglycemia was cause unclear, with no evidence linking the device to a malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.